Manufacturer narrative:
Na.

Event description:
The customer's daughter stated that her mother is getting high readings on the coaguchek xs meter (serial number (B)(4)). On the day of the event the first reading at 6:20 pm was a 7.3 inr followed by a 6.6 inr using the same finger and puncture. At 6:30 pm a different finger was punctured and the result was 5.6 inr. At 6:35 pm the customer used the first finger but a new puncture and obtained a result of 7.3 inr. There were no changes to the customer's medication or any treatment received based on any of the meter results. The customer's therapeutic range is 2.0-3.0 inr. The customer is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. There were no dietary changes. The customer had a yeast infection and was on medication for it. It was stated that the customer was mobile and alert. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. Only an empty vial will be returned with the meter as the customer does not have any strips left in that vial. The relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The suspect meter and empty strip vial with lot 206464 were returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. The results obtained were in the allowed range. No error messages occurred. The returned meter and the retention material meet the specification. The complaint has not been substantiated. The customer returned an empty strip vial.